Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D4: UDI number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this was a percutaneous vertebroplasty (l1) performed on (B)(6)2024, with the balloon in question. In the surgery, during trial balloon dilation, rupture was observed before reaching maximal expansion capacity. The surgeon determined that the procedure could be continued. Later, the stent balloon was inserted into the working sleeve, but when the balloon shaft was removed for positioning before dilation, the stent was left in the vertebral body and only the balloon shaft was removed. The surgeon attempted to dilate or retrieve the stent balloon but found it difficult, so he dilated only the stent balloon on the one side that was not affected. The cement was injected bilaterally and the surgery was completed successfully with no surgical delay. The patient was reported as stable. This report involves one (1) vertebral body set/small- sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. E1 initial reporter facility name: (B)(6) hospital. G4: device is not distributed in the united states, but is similar to device marketed in the USA. Part:09.804.600s synthes lot:82289478 supplier lot:82289478 release to warehouse date: sep 16,2023 supplier: confluent medical technologies ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.